Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent far field r-wave (ffrw) oversensing was occuring on the presenting electrograms (egm), as well as on two stored atrial fibrillation (af)/atrial tachycardia (at) egms. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.